Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the male adapter of the tubing set broke off in the lumen of the PICC line; subsequently, the PICC line needed to be replaced. After an unspecified length of time in use, the nurse tried to disconnect the tubing set from the lumen of the PICC line. At this time, the male adapter broke off from the tubing set and became lodged in the PICC lumen. The PICC line was clamped. The patient was taken to diagnostic imaging where the physician was unable to remove the male adapter from the lumen. A new PICC line was inserted and the therapy was resumed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.